Manufacturer narrative:
G4:30nov2020. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. There were no errors noted. The touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020 . The manufacturer¿s international service technician confirmed the reported issue. The touchscreen was calibrated but the issue was not resolved. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported touch panel reaction failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.